Event description:
The user received questionable results for 32 patient samples from the cobas 6000. Of the data provided, the following results for 27 patient samples were discrepant. All repeat testing was performed on the integra 800. Patient sample 1 initial calcium result was 7.0 mg/dl, repeat result was 7.7 mg/dl. Patient sample 2 initial calcium result was 7.7 mg/dl, repeat result was 8.5 mg/dl. Patient sample 3 initial calcium result was 7.4 mg/dl, repeat result was 8.4 mg/dl. Patient sample 4 initial calcium result was 8.0 mg/dl, repeat result was 8.9 mg/dl. Patient sample 5 initial calcium result was 7.4 mg/dl, repeat result was 8.1 mg/dl. Initial total protein result was 5.8 g/dl, repeat result was 7.1 g/dl. Patient sample 6 initial albumin result was 2.9 g/dl, repeat result was 3.5 g/dl. Patient sample 7 initial calcium result was 7.4 mg/dl, repeat result was 8.2 mg/dl. Initial total protein result was 5.6 g/dl, repeat result was 6.7 g/dl. Initial albumin result was 2.0 g/dl, repeat result was 3.3 g/dl. Patient sample 8 initial calcium result was 7.5 mg/dl, repeat result was 8.5 mg/dl. Initial total protein result was 5.6 g/dl, repeat result was 6.7 g/dl. Patient sample 9 initial calcium result was 7.8 mg/dl, repeat result was 8.6 mg/dl. Initial total protein result was 6.6 g/dl, repeat result was 7.7 g/dl. Patient sample 10 initial calcium result was 8.3 mg/dl, repeat result was 9.7 mg/dl. Initial total protein result was 6.5 g/dl, repeat result was 7.7 g/dl. Patient sample 11 initial calcium result was 6.8 mg/dl, repeat result was 7.7 mg/dl. Initial total protein result was 6.0 g/dl, repeat result was 7.3 g/dl. Patient sample 12 initial calcium result was 7.7 mg/dl, repeat result was 9.3 mg/dl. Initial total protein result was 5.7 g/dl, repeat result was 7.1 g/dl. Patient sample 13 initial calcium result was 8.3 mg/dl, repeat result was 9.3 mg/dl. Initial total protein result was 6.3 g/dl, repeat result was 7.4 g/dl. Patient sample 14 initial calcium result was 6.7 mg/dl, repeat result was 7.8 mg/dl. Patient sample 15 initial calcium result was 7.1 mg/dl, repeat result was 8.3 mg/dl. Initial total protein result was 5.7 g/dl, repeat result was 6.8 g/dl. Patient sample 16 initial calcium result was 6.4 mg/dl, repeat result was 7.7 mg/dl. Patient sample 17 initial calcium result was 8.7 mg/dl, repeat result was 10.0 mg/dl. Initial total protein result was 5.8 g/dl, repeat result was 7.0 g/dl. Patient sample 18 initial calcium result was 7.5 mg/dl, repeat result was 8.8 mg/dl. Initial total protein result was 4.8 g/dl, repeat result was 6.0 g/dl. Patient sample 19 initial calcium result was 7.6 mg/dl, repeat result was 8.7 mg/dl. Patient sample 20 initial calcium result was 7.4 mg/dl, repeat result was 8.3 mg/dl. Patient sample 21 initial calcium result was 7.6 mg/dl, repeat result was 8.8 mg/dl. Patient sample 22 initial calcium result was 8.2 mg/dl, repeat result was 9.6 mg/dl. Patient sample 23 initial calcium result was 6.6 mg/dl, repeat result was 7.8 mg/dl. Patient sample 24 initial calcium result was 7.1 mg/dl, repeat result was 8.3 mg/dl. Patient sample 25 initial calcium result was 7.0 mg/dl, repeat result was 8.1 mg/dl. Patient sample 26 initial calcium result was 8.2 mg/dl, repeat result was 9.6 mg/dl. Patient sample 27 initial calcium result was 6.7 mg/dl, repeat result was 7.8 mg/dl. The initial patient results were reported outside the laboratory. The user issued corrected reports. It was unknown if the patients were affected. Only the calcium reagent lot number of 62492901 was provided. The field service representative suggested the user change the sample probe as it may have been partially clogged. After the user changed the sample probe, the quality control results were within range on two runs.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.